Manufacturer narrative:
(B)(4). Date sent: 3/29/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Ans: malformed staples. 2. How was the bleeding controlled? Ans: hemoclip. 3. How much blood was lost (ml)? Ans: 5cc. 4. Did the patient require a transfusion? Ans: no. 5. Is the current patient status known? Ans: yes, the patient is discharged in good condition. 6. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Ans: no. 1. Procedure: vats right middle lobectomy. 2. What vessels encountered a4. After division with pvs, the proximal stump started oozing at the stapled line facing the surgeon. Observation : gap between the staplers were irregular at the bleeding site. Bleeding secured by hemoclips. Additional remarks: it occurs at the second firing of pvs.

Event description:
It was reported that during a vats middle right lobectomy, surgeon complaint on the performance of stapler when she use to transect on vessels during vats lobectomy. There are 2 reloads used in the procedure. It is unable to identify which was the reload used in the second firing. In the first firing, there is no bleeding of vessels. Everything is good in the first firing. However, in the second firing upon firing of stapler, there is bleeding from the vessels. Surgeon immediately uses ligaclip to clip on the vessels. Surgery was delayed by 5 minutes and completed successfully. No fragments were generated. No patient consequences were reported.

Manufacturer narrative:
(B)(4) date sent: 4/19/2024 d4: batch # 395c76. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with two reloads present. The reloads (b and c) were received fully fired. After further analysis, the articulation mechanism was noted to be damaged as would not hold the articulation setting.   The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. No malformed staples were observed. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the distal channel retainer is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 395c76, and no non-conformances were identified.